Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in "terrible shape" on friday night because they discovered that one of the implantable neurostimulators (ins) had somehow turned off. The patient's wife (patient rep) came on the line and explained that they came home on friday and noticed the patient was "sprawled out on the floor and completely worn off." The patient rep added that the patient's left hand was shaking so bad that they had to try and hold it with their other hand. The patient rep stated that they called the patient's neurologist's answering service, but never heard back from anyone. The patient rep stated that they called manufacturer's representative (rep), noting that they facetimed the patient and had them check the ins battery levels. The patient rep believed the ins batteries were charged to 25% at that time, although they were not certain. Therapy status was not known at that time. The patient rep mentioned that there was good charge efficiency while the ins batteries were being charged. The patient rep stated that the rep encouraged the patient to continue charging their ins batteries and see if they felt better. On saturday morning, the patient rep saw that the ins batteries were charged to 75%, but they indicated that the patient's symptoms had not improved. The patient rep stated that the patient was taken by ambulance to the ER, where one of the healthcare providers (hcps) noticed that one of the inss was turned off. The patient rep stated that the hcp turned the ins back on, and then the patient's symptoms were resolved. The patient rep noted that the excessive shaking had stopped and the patient's vision improved (the patient rep mentioned that the patient's eyes were shut a lot of the time when therapy was off). The patient rep was not sure how the ins turned off. Agent reviewed that therapy can turn off if ins battery level gets too low or depletes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the consumer did not recall which implant was the one that turned off.